Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correcting lot number from 5245 to lot number unknown. Device received for this event is being corrected from fixture tioblast 3.5 x 11 mm catalog # 22303 to fixture tioblast 3.5 x 8 mm catalog # 22301. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260; type of investigation code - 4112; investigation findings code - 3252. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code - 2408; type of investigation code - 10; investigation findings code - 213.